Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2022. During the procedure, while extending the device outside the patient with the obturator the internal bolster detached. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6 (device codes): device code a0501 captures the reportable event of internal bolster detached. Block h10: the returned endovive securi-t replacement bolster was analyzed. Upon visual assessment, it was observed that the bolster was detached/separated. Therefore, the complaint is confirmed. Based on the condition of the returned device, engineers determined that based upon evidence of interior ring of the tubing on the internal bolster as well as the detachment and damage to the bolster it suggests that the device was subjected to excessive force; perhaps the manipulation, technique used could have contributed to this event. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2022. During the procedure, while extending the device outside the patient with the obturator the internal bolster detached. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.